Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 405 mg/dl at the time of the incident and was treated with the insulin pump. The customer¿s other blood glucose was 56 mg/dl. The customer stated that they kept entering the blood glucose for auto mode and it kept asking for a blood glucose. The customer just put in a blood glucose reading and it kept asking for blood glucose over and over again. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.